Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The target lesion was located in a calcified and moderately tortuous mid left anterior descending artery. The lesion was predilated with a 1.3x10mm balloon of another MFR, inflated three times to 16 atms and also with a 2.5 x 15mm maverick2 balloon, to three inflations of 16 atms. Calcification was detected with the use of ivus. A taxus express2 3.0x32mm drug eluting stent was advanced to the target lesion and inflated twice, to 15 atms upon removal of the device, the physician experienced resistance, however, the balloon was not stuck to the stent. The physician "took time and removed the entire stent system slowly and carefully". The cause of the withdrawal resistance is unk. The stent remained implanted and was not post dilated. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.